Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing impedance and high capture threshold were observed on the device. During the revision procedure, the physician noticed the set screw was loose in the device header. After tightening the set screw, the electrical anomalies were no longer present. The patient was in stable condition following the procedure.